Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) empty intravia containers 1000 ml were leaking around the ports (between the medication additive port and IV line port). This was identified during the preparation of IV immune globulin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. H10: one (1) device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak in the seal between the injection sit and membrane. The reported condition was verified. The cause of the condition was due to a manufacturing issue. The remaining device was not received; therefore a device analysis could not be performed for that sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.